Manufacturer narrative:
Complaint conclusion: after successfully deploying the sealant of a 6f/7f mynxgrip vascular closure device (vcd), the operator retracted the sheath (unknown) and the physician noticed that the white advancer tube was pulled up into the device with the sheath (unknown). When the operator saw that, he removed the balloon and manual compression was made to complete the procedure. There was no reported patient injury. The operator was trained to use the device. The device was stored as per labeling and was opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2103202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After successfully deploying the sealant of a 6f/7f mynxgrip vascular device (vcd), the operator retracted the sheath (unknown) and the physician noticed that the white advancer tube was pulled up into the device with the sheath (unknown). When the operator saw that, he removed the balloon and manual compression was made to complete the procedure. There was no reported patient injury. The operator was trained to use the device. The device was stored as per labeling and was opened in a sterile field. The device will not be returned for evaluation as it was already discarded.